Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was admitted to the hospital post-operatively due to bradychardia that was ruled to be a complication from the anesthesia of the initial implant procedure. The patient has recovered and has been discharged.